Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702718 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array, the spiral array pebax tube was observed to be kinked. During external visual inspection of the array, the capture device's adapter was observed to be detached. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the loop catheter failed the returned product inspection due to the kink observed on the spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was unable to be inserted into the sheath. After increased force was applied, the tip of the introducer broke, and upon attempted deployment, the array was not in a perfect circular shape. The catheter was replaced, and the new catheter was successfully inserted directly into the sheath. The case was completed. No patient complications have been reported as a result of this event.